Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead was explanted and replaced due to oversensing of an unknown noise, pacing inhibition and high capture thresholds. The patient did not experience asystole. This lead is not expected to be returned and no additional adverse patient effects were reported.